Event description:
It was reported that during use of the pump, purge failure alarms were experienced. There was also a "white line" on the ECG. Because of this, the pump was exchanged. There were no associated patient complications.

Manufacturer narrative:
The arrow field service representative investigated this report. He found that the pump assembly was the source of the problem. He replaced it and functionally tested the pump. It tested ok and was then returned to service.